Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 124, 179 and 206 mg/dl. Tests were done within 10 minutes with a difference of 29%. Patient cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.